Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with high blood glucose levels. Customer's blood glucose values were 1037 mg/dl, 127 mg/dl and in the range of 400 mg/dl to 600 mg/dl. The customer was treating high blood glucose with manual injection. The customer was treated with insulin drip during hospitalization. Troubleshooting was not performed for high blood glucose the device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer's other blood glucose values were in the 400s mg/dl and in the 600s mg/dl.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No delivery anomalies noted. (B)(4).